Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. During the procedure, the polyethylene tibial bearing was removed and replaced and the wound was irrigated. It was further reported that patient underwent a second revision on (B)(6) 2014 due to infection. During this procedure all components were removed and replaced with antibiotic cement spacers. Subsequently, it was reported that patient underwent a third revision procedure on (B)(6) 2014 in which the cement spacers were removed and replaced with total knee components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effects states, "early or late postoperative infection and allergic reaction." This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-07125 / 07128).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.